Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head no longer works. It is unknown where this event occurred. There are no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and a correction. Corrected fields: e1 first name, last name, and phone #. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus. The customer's allegation was confirmed. Evaluation found that due to disconnection in the cable unit the endoscopic image cannot be displayed. Based on the results of the investigation, it is likely that the following led to the malfunction: disconnection in the cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head no longer works. It is unknown where this event occurred. There are no reports of patient harm.